Event description:
Per the field clinical specialist report, during a transfemoral tavr procedure the 26mm sapien valve position was canted post-deployment. The valve landed 50/50 against the annulus on the non-coronary cusp, but 90/10 aortic on the left coronary cusp. Severe perivalvular leak (pvl) was noted so a 2nd 26mm sapien valve was placed inside 1st valve in a slightly more ventricular position. This reduced the pvl to mild. The patient was stable at the end of the procedure. Case summary: per report, the aortic annulus diameter measured 23mm by tee, and was noted to have moderate calcification of the leaflets and aortic root. Pre-deployment the valve was canted and not co-axial with respect to the native annulus. The operator tried to make it more co-axial, but he wasn't successful. The valve was hugging the outer arch in a very horizontal aorta, and it appeared 50/50 against the non-coronary cusp, but it was not possible to perfectly recognize its position in relation to the left coronary cusp. The balloon was inflated but the valve remained tilted, causing the final position to be 90/10 aortic on the left cusp side. This resulted in severe pvl which required the placement of a 2nd valve which resolved the pvl.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the reported sapien valve canting position post deployment with subsequent pvl appears to be related to the patient¿s horizontal aorta, which prevented the operator from achieving good coaxial alignment of the valve with respect to the native aortic annulus. The physician attempted to improve the valve alignment before balloon inflation, but was not successful and the valve was still hugging the outer arch of the ascending aorta upon balloon inflation. The device is not available for evaluation, as it remains implanted in the patient. The event was not considered to be related to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.